Event description:
Customers mother alleges her son was going up a hill when the scooter quit half way up the hill and began to roll rapidly backwards resulting in a fall.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was evaluated by pride. The returned device showed evidence it was operated outside of normal use and anticipate abuse.

Event description:
Customers mother alleges her son was going up a hill when the scooter quit half way up the hill and began to roll rapidly backwards resulting in a fall.